Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of stenosis and pain are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of scaffolding procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The other device referenced in b5 is being filed under a separate medwatch report number.

Event description:
Us 0418-583. It was reported that on (B)(6) 2025, two 3.0x38 mm esprit btk scaffolds were implanted in the proximal right posterior tibial artery. On (B)(6) 2026, the patient had bilateral lower extremity intermittent claudication, right worse than left. Bilateral angiography showed bilateral occlusion in the index artery and non-index vessels. Endovascular intervention using directional atherectomy of the right posterior tibial artery was performed. The condition resolved. No additional information was provided.